Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported could not reproduce issue. Inspected collimator and verified no contamination inside device. Verified system functions as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was artifact in a 2d image by the operating room (or) staff. Issue was outside of a case so no patient present. The cause was unknown.